Manufacturer narrative:
Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot reviewed: part: 03.010.104, lot: 1l73532, manufacturing site: (B)(4), release to warehouse date: oct. 24, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that during the procedure the drill tip was fractured. It was unknown if the procedure completed successfully. The patient outcome was unknown. This report is for (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This complaint involves one (1) device. This is report 1 of 1 (B)(4).